Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter first name, initial reporter last name, initial reporter addr 2 and initial reporter facility name, section g report source and manufacturing location the report of "not on bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the main drawer 4.2 row b was not detected on the bus; the inside of the drawer was disassembled and reassembled with no issues found, all connections on the back of the drawer were reseated, the retractor band was replaced due to physical damage, the drawer recovered and operated correctly, and the customer logged in and confirmed proper functionality. During preventive maintenance, the fse found a damaged pyxibus cable and replaced it. No further issues were observed. During dchu visual inspection: p/n (B)(4): had pinched cables with burn marks on the cable. P/n (B)(4): had thermal damage on copper strands. During dchu testing: p/n (B)(4): no further test was required due to thermal damage observed in the visual inspection. P/n (B)(4): no further test was required due to thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 row b was not detected on bus, which located on 3la. The customer reported that the issue occurred when the user was trying to issue medications to a patient. As per part investigation, it was determined that there was pinched cables with burn marks on the cable and found thermal damage on copper strands. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus. A field service engineer reseated all connections on the back of the drawer and replaced the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.